Manufacturer narrative:
(B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 08/29/2016. Retain product was tested and the customer complaint was not confirmed. Return product was not available. Investigation: seventy-seven retained cartridges from the lot were tested using whole blood, I-stat level 1 control, I-stat level 2 control and tricontrol level 1 control. Testing met the acceptance criteria found in q04.01.003 rev. Y, appendix 1 - product complaint level 2 and level 3 investigation procedure. Assessment: the complaint investigation concluded there was no product deficiency and that the I-stat cartridge lot is meeting specification.

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. I-stat 172, beckman 138. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc, however this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care (B)(4).